Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that during the double wire technique on the left anterior descending (lad) and the diagonal branch (diag) arteries, a perforation occurred. A balloon was inflated in the diag to treat the perforation. Pericardiocentesis was also performed and an intra-aortic balloon pump (iabp) was given. The perforation was sealed and the iabp was removed from the patient. No additional event or patient information is available.